Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that the entrak 2500 system would not register at boot up prior to a case. The system had to be rebooted and the procedure was completed. No patient injury was reported.